Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn:(B)(4), model: sc-2366-70, serial: (B)(4), batch: 7070255. Product family: scs-linear leads: upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7071519.

Event description:
It was reported that the patient had a non-device related fusion and the peripheral leads were impinging on some of the screws that were implanted, and felt as if they were rubbing against the new hardware. It was noted that the patients leads did not migrate. In an effort to provide more comfort for the patient, the patient underwent a lead repositioning procedure and was doing well post-operatively. No devices were implanted or explanted.